Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No button error alarm during testing noted. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that earlier he had the pump on him while he was hiking and sweating. Customer's blood glucose was 33 mg/dl at the time of the incident. Customer stated that he treated with a glucose tablet and a package of crackers. Customer did not get medical attention. Customer declined troubleshooting. Customer stated that his pump was in his pocket and he was sweating a lot. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.